Event description:
It was reported that a flogard infusion pump experienced the f-38 alarm. It was not specified when in the process this occurred. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced at the customer site by a field service technician. Review of the alarm log confirmed the reported f_38 alarm. The cause of the alarm was determined to be damage to the force sensing resistors. To address the condition, the force sensing resistors were replaced. The device was restored to a good working condition and returned to the customer. If any additional relevant information is received, a supplemental report will be submitted.